Event description:
It was reported that the patient had an infection and the device explanation was planned. The patient was reported alive with no injury. Redness and swelling was reported at the device pocket site. Additional information received reports the representative was informed that a patient was having implant removed because it was not working though there also may be an infection but the caller was unsure. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0uuws, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).